Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2025, the patient accidentally bumped the sensor into the wall, experienced sensor inaccuracy and sensor failure, and decided to remove the sensor early. Upon sensor removal, he noticed their redness, swelling, drainage, and an infection at the needle puncture site. On (B)(6) 2025, the patient consulted a physician via telehealth who prescribed a course of oral antibiotic medication (cleocin 400 mg, four times a day for 10 days). At the time of the report no photo was provided, and he was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.